Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were not responding properly. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: during investigation, the keypad was found to be intact with all the buttons responding to user presses. There was no contamination found under the contacts. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was evidence of moisture in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The battery compartment was found to be cracked on the side from the threads traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.